Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient wanted the manufacturer representative (rep) to be at his appointment on (B)(6) because the device did not work properly.

Event description:
Additional information received from patient indicated that device stopped working the day after it was implanted. Patient was not going back to the urologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.